Event description:
Boston scientific crm received information that this patient presented in an ap/vp rhythm. The caller was attempting to perform a manual threshold test, but wasn't seeing ap at 90ppm; only ap then as right at the qrs complex. A boston scientific crm technical services consultant stated that this pattern looks like classic loss of capture. The caller suspected lead dislodgement and a revision procedure was performed. Dislodgement was confirmed; however, the lead could not be successfully repositioned and was subsequently removed from service. A new lead was implanted without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.